Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and feeling full. The patient was hospitalized for four days for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with unknown antibiotics. Two days after event onset, the patient's pd catheter was removed and the patient was currently performing hemodialysis. At the time of this report the patient was recovering from the peritonitis event. No additional information is available.